Event description:
It was reported that during a da vinci hysterectomy procedure, the mega suturecut needle driver instrument was not holding or cutting. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint of not able to hold. The instrument was tested on an in-house system and the grips were able to open / close and were able to hold without any issues. Per the customer reported complaint, failure analysis investigation found the blade had indentations on the edges which was interfering with cutting sutures. The scissors did not cut cleanly through 0-silk suture. The suture was smashed between the blades and required multiple attempts to cut completely through. Failure analysis concluded the indentations were likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional observation reported was the housing was removed to find the clamping pulleys exhibiting white residue on the cable grooves. Failure analysis concluded the damage was likely due to improper cleaning. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Additional observation not reported was the tips of the instrument's grips exhibited an orange colored residue. Failure analysis concluded the damage was likely due to improper cleaning. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the inability to hold could likely cause or contribute to an adverse event if the failure mode were to recur.